Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 400 mg/dl. At the time of incidence. Customer¿s another blood glucose level was 404 mg/dl. Customer reported that they tried to calibrate for three time. Customer wanted to deliver insulin using manual injection. The insulin pump will not be returned for analysis.